Event description:
It was reported that deployment issues occurred. The target lesion was located in the distal left circumflex artery, posterolateral branch. The 3.00 x 32mm synergy xd stent was implanted with no issues noted. However, when the opticross imaging catheter was advanced for ultrasound examination of the target lesion, the catheter got stuck on the stent. The physician considered the issue to have been caused by the stent failing to dilate completely due to lesion characteristics. The opticross catheter was cut and a 0.025 wire was inserted into the catheter for bailout. The opticross was completely removed and the procedure completed with another opticross. There was no injury to the patient and the patient was in good condition after the procedure.